Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Caller states patient tested 3.2 inr, 1.9 inr, and 2.1 inr on the coaguchek xs pro system. No actions taken based on device results. No adverse event reported. Requested return of suspect system, however test strips were not returned.